Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient had a non-device related procedure to implant a pressure volume catheter. Following the procedure, the health care professional (hcp) contacted boston scientific technical services (ts) to review the device data from the time of the procedure. Ts noted that a shock had previously been delivered, and had already been reviewed at a previous interrogation. The timestamps on the device data were off from what was reported to be the time of the procedure. The data showed noise on the ventricular channel and the shock channel. There did not appear to be noise on the atrial channel. Due to the discrepancy with the timestamps, it could not be determined whether the noise was at the time of the medical procedure. All other device data was good. Additional information has been requested. No adverse patient effects were reported. The system remains in service.